Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient developed bullous keratopathy following a cataract with intraocular lens implant procedure. The patient had a dense nuclear cataract so the ultrasound power had to be increased. The patient experienced elevated intraocular pressure. The bullous keratopathy was diagnosed 2 months following the procedure. The surgeon does not feel that there is a causal relationship between the diagnosis and the system. Additional information has been requested.

Manufacturer narrative:
The clinical analyst reviewed this complaint and stated the following: ¿the customer reported that a patient developed bullous keratopathy following a cataract surgery with an intraocular lens (iol) implant. The us phacoemulsification power had to be increased due to the high density of the patient's nuclear cataract lens. The patient had high postoperative intraocular pressure (iop). The patient was diagnosed with bullous keratopathy 2 months later. Additional information has been requested with none received to date. Bullous keratopathy (or pseudophakic corneal edema) is a condition in which the cornea becomes permanently swollen. Bullous keratopathy is an over-hydration of the cornea due to endothelial dysfunction. Commonly, the endothelial cell density is reduced, and because the cells balance the hydration state of the cornea, a compromised endothelial cell pump mechanism is referred to as 'corneal decompensation'. Bullous keratopathy is most often found following complicated cataract extraction or other surgical trauma. Chronic endothelial cell damage may result from anterior chamber intraocular lenses or chronic inflammation. Idiopathic and congenital endothelial dystrophies occur in sporadic cases. The symptoms include reduced visual acuity with tearing and sensitivity to light is common. A sub-epithelial blister formation may induce intense pain. Epithelial edema with microcysts and formation of sub-epithelial bullae, increased stromal thickness due to edema with loss of corneal transparency, and sub-epithelial and stromal scarring may occur in long-standing cases. With advanced treatment modalities, complete visual rehabilitation may be achieved with an excellent long-term prognosis. However, both the overall ocular condition as well as the duration of the disorder itself may affect the final visual outcome. Bullous keratopathy after cataract surgery can be caused by various factors as mentioned above. There is insufficient information regarding the patient¿s ocular history and detailed events surrounding the occurrence; however increased phaco power application may have contributed to the reported event. Ultrasonic power is a setting controlled and modified by the surgeon, therefore contributor to the event may be surgical technique as well as patient corneal pathology.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on june 5, 2014. Based on qa assessment and a review of the manufacturing record, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).